Event description:
Report received from the USA stating that the device "was not operational." It is unk whether or not the device was used in surgery or whether or not any injuries or medical intervention was reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and functional assessment was attempted but the drill would not run. The outer hose on this drill has been replaced with one that does not meet factory specifications. This device has been tampered with by a third party repair operation. The event was confirmed. If additional information is received, a supplemental report will be sent.